Event description:
Patient reported he was experiencing all the vgos he has used (5 vgos), the adhesive is not staying attached. The patient stated he would clean the area with alcohol before applying the vgo. The patient stated he would place it on the back of his arm and about an hour later the adhesive would start to lift up.